Event description:
The patient reportedly fell and hit their head on the implant side. Subsequently patient reported intermittencies with the device. The patient was seen at the center for device evaluation. External equipment was exchanged. However, the reported problem was not resolved due to excessive swelling. The decision was made to explant the device. Surgery to explant the patient's device is to be scheduled.